Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 3006705815-2019-02107, 1627487-2019-06573. It was reported the patient's lead was fractured. It was stated the patient was to undergo a lead revision surgery. However, the patient elected to have the scs system removed. It is unknown which lead was liable. Therefore, all suspected devices are being reported.

Event description:
Related manufacturer reference #':3006705815-2019-02107; 1627487-2019-06573.